Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and went offline. The customer was notified of this information and requested the field service engineer dispatch to be cancelled. However, the customer resolved the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-aug-2022 to 19- aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and went offline. The field service engineer reported that the customer was notified of this information to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
Customer contacted bd to report that a bd pyxis anesthesia es system unexpectedly stopped responding during a procedure. The manufacturer reached out to the customer for additional information regarding the event, but no other information was available. There was no indication of delay in dispensing medication. There were no adverse events or injuries reported based on this event.